Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that the right ventricular (rv) lead showed a high capture threshold. The rv lead was explanted and replaced in order to resolve the issue. The patient was stable.